Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event occurred on an unspecified date involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that white film in drip chamber. There was no reported patient involvement or harm.